Event description:
It was reported that during an open colectomy, pancreatectomy, nephrectomy, and splenectomy procedure, the device was opened and used on the splenic pedicle. The initial sound of the power was heard and the ¿battery died;¿ the device locked out. The knife reverse switch and the manual override were attempted to open the device and neither would work. The device was cut out using another like device. Another device was used without issue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information - obtained during call with sales rep.- the patient originally presented to the ER with a blocked colon. The surgeon opened the patient with the intention of removing the bowel, but found cancer in the body during the procedure. The surgeon ended up removing the spleen, pancreas, kidney and colon. The device was used on the splenic pedicle. They heard the initial power of the device. Then battery died and device locked out. The reverse button was activated with no response along with the manual override. The device was cut out using a powered 60mm endocutter. It was noted the reverse button for the device looked out of place and would not move when used. The jaws of the device should still be closed when received.

Manufacturer narrative:
(B)(4). Additional information: batch # m53k8r. Additional information received: surgeon not sure if the firing sequence was completed. Attempted to use the powered opening, but it did not work. Used the manual bailout to successfully open the device. Surgeon then reloaded the device that was manually opened and attempted to use again. Device bail out door was unable to be completely put back on. Device did not work and did not deliver power. A second device was then used and he also could not open the second device. A third device (powered echelon) was used to cut the second device off tissue. The analysis found that one pve35a device was returned in good visual condition and with one vasecr35 cartridge loaded in the device. The cartridge reload was received fully fired and in good visual conditions. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override worked as intended. The reported event could not be confirmed as the reverse button force worked as intended during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.